Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm due to an occlusion in the infusion set tubing. Reportedly, the customer changed out the infusion set. There was no reported impact to customer's blood glucose level.